Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon follow up, the lead was not able to pace. Fluoroscopy revealed the lead was displaced. The patient underwent revision and the lead was capped and remained in the patient while a new lead was implanted. The patient was in good condition following the procedure.